Manufacturer narrative:
Vyaire medical identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator alarms ''transducer fault'', transducer will not hold calibration, etc. Furthermore, there was no patient associated with the reported event.